Manufacturer narrative:
Date of event: the exact date is not known. The date provided is an estimate from awareness date.

Event description:
It was reported that the patient his inflatable penile prosthesis stopped working last week. He stated that the pump bulb felt flat and not refilling. The patient was provided with various techniques for the valve and suggested that he be seen by a physician for device evaluation. No patient complications were reported.